Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps. Complaint is confirmed because patient reported animal bit the patient line, which is a use error and can cause infection/peritonitis. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a hole in his line. The home patient stated that his dog ate a hole through his lines during dwell 1. The technical service representative (tsr) assisted the hp to cycle the power off/on, end the therapy and start over with all new supplies. The tsr advised the hp to not have the dog in the room. The hp stated that he would start over with new supplies. There was no patient injury or medical intervention reported.